Event description:
It was reported that during an unknown procedure, the device deployed no staples when it was fired. It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ax55b device arrived in good visual conditions and void of staples. The device was manually loaded with staples and it was tested for functionality. The device was fired and it formed all the staples as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape; the staple line was noted to be complete. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.